Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and repair the issue by aligning the rescue to the cart using alignment tool. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by trained biomed on site at (B)(6) hospital that cardisave intra-aortic balloon pump (iabp) unexpectedly shutdown. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during transfer of a patient by ambulance to a different facility, the cs100 intra-aortic balloon pump (iabp) switch off, after 30 min of backup supported. It is unknown if there was any harm or injury to patient; however no adverse event was reported.